Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, stained end cap sticker, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they could not bring the blood glucose under 400 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer mentioned that they will be going for hospitalization. The insulin pump will was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.